Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA # den170015. Investigation evaluation: the device was returned without catheters. The on/off switch was in the off position and the red activation knob was deactivated. Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device did not spray powder. However, all the components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The red activation knob was removed to examine the co2 cartridge. The co2 cartridge was empty. The cap on the co2 cartridge shows full puncture. The position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. A new co2 cartridge was placed in the handle and the device was retested. At first the device sprayed powder but with weak flow, but after a few seconds of continuous use the device sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion. . .precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. . .note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The following was reported 15-may-2018: there is a hemospray complaint. There were no other details at this time. The following was reported on 06-june-2018 via the complaint form: the procedure was done on (B)(6) 2018. The doctor ordered for hemospray. However, when spraying halfway [through the treatment], the hemospray launcher was not working after a while [unable to spray]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.